Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the up button on the infusion device was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.